Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and rippling.

Event description:
Health professional reported right side deflation and rippling. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening curved, yellow particles inner shell and creases fold. Leak test and microscopic analysis was performed which identified; sharp opening on posterior and delamination on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on radius assessed as an unidentified (tear) opening and a delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional additionally reported implant "appeared filled with a cloudy white fluid" and "calcified debris in the capsule". Device has been explanted.